Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 338.31, lot 7844184: manufacturing location: synthes jennersville. Released to warehouse date: november 26, 2014. No non-conformance reports (ncrs) were generated during production. Manufacturing record evaluation showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the dhs/dcs connecting screw was returned and received. A visual inspection was performed. The threaded tip of the shaft was observed to be completely broken off and missing. The broken off threaded tip was not returned. No other issues were identified with the returned components of the device. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings were reviewed. The complaint is confirmed for the received dhs/dcs connecting screw as visual inspection showed that the threaded tip of the shaft is completely broken off and missing. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, the distal tip of the connecting screw for dynamic hip screw (dhs)/dynamic condylar screw (dcs) was broken. It is unknown if when the issue was discovered. It was noted there was no patient involvement. This report is for a connecting screw. This is report 1 of 1 for (B)(4).